Event description:
Initial stepdrill used to access femoral medullary canal when tip fractured, this was not noticed. Im rod introduced and tip further moved proximally in the femur. Breakage was not noticed until after case where post op x-ray revealed a metallic foreign body in the femur.